Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two ventricular high rate episodes that were present on the implantable pulse generator (ipg) were lost when programmer had an error code and crashed. Status of the programmer is unknown. No patient complications have been reported as a result of this event.